Event description:
It was reported that the customer's insulin pump had fluid under the lcd display. The customer stated he received an alarm then could not read the screen. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer did not know how the damage occurred. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No blank display or display anomaly noted, however moisture damage was found on electronic assembly. Moisture damage was found on motor assembly. No moisture damage inside reservoir tube noted. Operating currents, low battery, and off no power alarms were not verified due to button being unresponsive. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).